Event description:
A surgeon reported, during start of phaco sculpt, some whitish powder appeared to come out of the tip/handpiece and the incision site turned milky with a burn present. The handpiece and tip were exchanged, the wound was suture closed, and another incision site was made to conclude the procedure without further incident. However, later on the same day, the pt's anterior chamber was flat and the wound was leaking requiring the pt to be taken back to the operating room for an additional procedure. Current pt status is unk. The surgeon indicated that he suspects there was dry viscoelastic present in the handpiece, which may have refluxed the whitish powder. Additional info has been requested.

Manufacturer narrative:
The facility did not request device. There was no sample returned for eval and no additional info provided related to this event. The root cause is unk at this time. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania pt safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).